Event description:
It was reported that (1) tlc55 device was used during a low anterior resection procedure. It was reported by the rep that the stapler opened and was placed on bowel. The surgeon tried to fire stapler, but the safety lock out engaged. Appeared as though the stapler firing lever had been advanced. The surgeon had not touched the firing lever. It is unknown how the case completed.